Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the video card on the mobile view station (mvs) central processing unit (cpu) was intermittently failing. The mvs computer was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The mvs computer has been received by the manufacturer, but analysis results are not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) monitor was flickering. There was no patient present.

Manufacturer narrative:
Analysis was completed for the returned mobile view station (mvs) computer. Testing was unable to confirm the reported issue, but testing did find an issue with the computer. A system error message appeared when the computer was powered during bench testing. Patient data removal and virus scan was then performed on the computer. The error message did not show again after that. Because the mvs monitor display was discarded and not returned for analysis, the reported issue was unable to be confirmed. If information is provided in the future, a supplemental report will be issued.